Event description:
It was reported that a lead safety switch occurred on this right ventricular (rv) lead due to high, out-of-range pacing impedance. The lead also oversensed myopotential-noise, resulting in inappropriate atrial tachy response (atr) episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).